Event description:
It was reported that the patient had a loss of therapeutic effect that started last night where the patient was no longer feeling stimulation except a small portion right across her low back and that was a really minor amount. The patient had changed to abc groups and that did not make a difference with the stimulation sensation. The patient normally kept it on program a at 10.5v and walked around; the patient could not stand program b because it was so strong; and program c was used by the patient when she laid down or sat down and had nothing. If the patient tried to lean forward or bend forward on c, the patient had to turn back to a because she could not do it; and now the stimulation sensation was nothing. It was noted that this started after some exercise activity the patient started two days ago due to a shoulder issue. The patient did a leg exercise where she pushed back in the seat and could raise it up or let it down. When the patient raised up, leg curl was okay, but when she pushed back something seemed different. It was noted that the patient elevated all of her groups and the stimulation sensation had reduced significantly. Additional information received reported that four days ago she felt only a little stimulation in her lower back, but the patient felt nothing in her legs. Now the patient no stimulation at all. It was noted that the manufacturer representative would be meeting the patient at her doctor¿s office tomorrow. The patient was hoping to get this fixed because she was tired of being in pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v465519, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va01xj6, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v714604, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v566822, implanted: (B)(6) 2013, product type lead. (B)(4).